Event description:
On (B)(6) 2026, the patient underwent an endovascular procedure to treat a stenosed stent (unknown manufacture) within an arteriovenous (av) fistula in the arm using a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device). During the procedure, there was no resistance encountered while advancing the viabahn device to the target treatment area using an unspecified sheath and guidewire. However, upon initiation of deployment, the physician noted that the deployment line would not pull, resulting in failure to deploy. No portion of the deployment line was successfully pulled, and no device expansion was observed. Due to the inability to deploy the viabahn device, the physician withdrew the viabahn device through the sheath and discarded it. A new viabahn device was subsequently introduced and deployed successfully without issue, completing the procedure. The physician reported that no force was used to pull the deployment line and was unsure of the exact cause of the issue but suspected that the deployment line may have become caught on the previously implanted stent within the patient.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.